Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Doctor reported that the patient heard a crack from her hip post a right total hip. Using CT, it was noted that the patient had an acetabular fracture. The patient subsequently heard a second crack which x-ray revealed to be a peri-prosthetic femur fracture. The doctor decided to revise the hip using screws in the acetabular cup and a restoration modular hip stem and cable for the femoral prosthesis. The cup was removed and replaced with a cluster cup and screws. The femoral component was removed and a restoration modular hip stem was implanted per surgical protocol. Cables were applied and a trial reduction was performed. The final implants were impacted. The surgery was performed without incidence.